Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Evaluation also revealed a crack in the battery compartment and contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/14/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings: during investigation, the pump was powered on and the display screen was found to be dim and discolored. A visual inspection of the pump revealed a crack in the battery compartment. The keypad was removed and there was evidence of contamination found under all of the keypad button contacts. All keys responded appropriately. Unrelated to these issues, the keypad was observed to be peeling. Initial reporter: (B)(6).